Event description:
On 04/08/2022, it was reported by a distributor via (B)(4) that a 5031-000 locking tool is not locking. This occurred during the last 2 troch nail cases when the black t-handle seemed to be ¿jumping¿ when we would go to lock the lag screw into the nail. It was a clear difference from the actual torque limiter engaging. There was no patient effect reported. No additional information provided.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. Complaint not confirmed. Upon visual investigation it was noted that the device meets all specifications per drawing. Upon functional testing, the allegation of the jumping effect could not be replicated. No problem found.